Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off without user input. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of powering off without user input, which was reproduced. Improper shutdowns were confirmed through a review of the event history log. Evaluation found the pump to have an intermittent power connection while on a dc power supply and if the rear case was manipulated the pump would restart. It was found to be caused by back flex chaffing at traces #28 and #30 where they came in contact to the right screw of the scanner bracket. The rear case assembly was replaced to correct the condition.